Event description:
Mommy found out she was pregnant with me. She was in such pain the whole time she was pregnant with me. It was such a rough time for her and for my big brother and sister along with my daddy. (B)(4).